Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3749606 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and the mesh was implanted. It was also reported that , post-op, the patient experienced pubic, vagina, groin and hip pain, including inner right thigh, right buttock, back and front of right leg, both knees, neuroma, narrowing vaginal entry, lichen autoimmune disease and oral pain since 2016. Anxiety returned due to pain management, back to antidepressants in (B)(6) 2016. No further information is available.